Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2020, at the hospital follow up, shock impedance and lead impedance showed high value. No issue to the pacing threshold. On (B)(6) 2021, a lead revision was performed. Before the operation, it was confirmed that the relevant volta lead showed abnormality of impedance, but when it connected to psa and showed normal data. Although shock impedance and sense impedance showed abnormal measurement data but pacing was fine. Therefore, another lead and ICD were replaced. The relevant volta lead was capped.